Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that; the pt began experiencing pain and discomfort approximately one year ago. She states that she has pain in her right hip after walking more than three blocks. She saw her doctor in (B)(6) 2011 and x-rays were taken. The pt stated that her doctor said there was a possibility that the implant might be loose or that her pain was caused by arthritis. She says the doctor told her to monitor her hip pain and return to him if the pain persisted. No additional treatment was prescribed. She says that she is already taking prescription pain medication for other conditions. She states that her pain medication lessens but does not eliminate the pain in her hip. The pt has not yet scheduled an appointment with her surgeon but says she will do so in the near future.